Manufacturer narrative:
The reported event of inadequate capture and high lead impedance were not confirmed. As received, a complete lead was returned for analysis. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.